Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown. Customer stated that they are unable to exit the preparing to prime loop. The customer stated that the drive support cap was sticking out. The customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm.